Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that " tubing removed from package and found to be disconnected at an access site", could not be verified due to the product not being returned for failure investigation. A device history record review for model 2434-0007 and lot number 22035121 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris¿ lvp 20d ss 0.2m cv there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: on 3/7/23 tpn tubing removed from package and found to be disconnected at an access site. No harm to patient. Item was saved for investigation. Reference number on package 2434-0007. Lot # (10)22035121.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d ss 0.2m cv there was component separation. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023 tpn tubing removed from package and found to be disconnected at an access site. No harm to patient. Item was saved for investigation. Reference number on package 2434-0007. Lot # (10)22035121.